Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has had issues with sensor glucose versus blood glucose. The customer stated the sensor glucose will sometimes read low that triggers threshold suspend alert. The customer has been having issues for a couple of months. The customer's blood glucose was 180mg/dl and sensor glucose was 70mg/dl. The customer was advise to contact health care provider if issues persist.